Event description:
It was reported that pump screen was dark and would not turn on, and caller did not believe pump had shut down because of low charging. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through attempts to wake pump, assisted with case removal, and ultimately had caller plug pump into a known working power source, after which pump displayed welcome screen with battery over 20 percent; support then explained that certain pump settings and cartridge must be reset after shutdown and attempted follow-up for log review, but data was not current and caller did not answer, so task was canceled pending future data upload.